Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that with two reservoirs, insulin continued to drip after finishing filling the infusion set tubing. Customer's blood glucose was not known. It was stated, the location of the leak was at the end of the tubing. No cracks or splits were found in the barrel and all components were present. Caller believed there was something wrong with the septum or snap cap. It was advised the reservoirs would be replaced and agreed to return the products for analysis.